Event description:
Pt no longer has auras since vns implant and is subsequently no longer able to warn others when the feel a seizure coming on. As a result, the pt has sometimes fallen during a seizure.